Event description:
Device malfunction: difficult to remove, posterior foot detachment. Time of device malfunction: during vessel closure. Symptom/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose a-t device, attempted arteriotomy closure of an unspecified vessel, after an interventional procedure. Reportedly, after deploying the foot, tension was applied due to resistance that was felt during device positioning. The cause of the resistance was not identified. Upon device removal, resistance was felt. The device was surgically removed and the vessel was surgically sutured to achieve hemostasis. When the device was removed, the posterior foot was detached and was not found. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. A review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.